Event description:
Spontaneous call form patient, when patient tried to prime tubing with cassette, pump sounded alarm with no message in display. Patient attached cassette to 2nd pump, same problem. Patient was able to attach new cassette and restart pump. Upon inspection of suspect cassette area where inner bag leaves cassette and tubing on top of cassette bent out of shape, instructed patient to keep cassette for inspection. No adverse event experienced. No other information available. Reported to (B)(6) by: patient/caregiver.